Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that there was a peripheral nerve evaluation (pne) lead failure out of the box. The health care provider (hcp) was unable to position the lead in the sacral area because the lead was flimsy and not stiff enough to get into the sacral area. The lead was curling up when they tried to insert it and they confirmed the stylet was in place. The lead did not seem to be as thick as usual. The manufacturer representative opened up a second lead and that lead worked fine. There was no medical problem associated with the event. The unused lead would be returned.

Manufacturer narrative:
(B)(4) no longer applies to this event and was removed. Analysis of the lead ((B)(4)) found lead body was stretched. The lead was electrically ok. (B)(4) no longer applies to this event and was removed.